Event description:
The customer reported that the insulin pump alarmed during the manual prime process. The blood glucose reading was 98mg/dl. The caller mentioned that there is a crack on the screen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. Moisture damage noted on the motor assembly. Unable to confirm the alarm.